Event description:
The site reported the following to a medrad delivery clinical specialist: a pt with an unk admitting diagnosis was undergoing a cardiac catheterization. Six images of the left coronary artery were obtained and the left diagnostic catheter was removed and a right diagnostic catheter was inserted for imaging of the right coronary artery. During the first injection of the right coronary artery, a small bolus of air was noted in the right conus branch and the proximal portion of the right coronary artery was occluded. The pt became symptomatic and hypertensive. Morphine was administered and the pt was asymptomatic within a few seconds. A second image of the right coronary artery was obtained and the air bolus had resolved. The pt was discharged later that day. The educational coordinator for the catheterization lab felt the right diagnostic catheter had not been properly flushed prior to use as there was no air noted during any of the injections of the left coronary system.

Manufacturer narrative:
The site was offered a system service check of the injector; however, they declined. The site did accept an offer for additional applications training which is scheduled for october 1-5, 2012. Product analysis examined the returned single pt disposable set (spt). Examination found the disposable in good overall condition and free of any visual defect. Functional testing of the returned disposables confirmed the disposables to performing within medrad specifications. The avanta operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the pt.